Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house drug free donor urine and all devices showed negative results for thc and coc analytes at read time and met qc specifications. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving one unconfirmed false positive thc result on one donor urine specimen and one unconfirmed false positive cocaine result on another donor urine specimen. The unconfirmed false positive results occurred on 2 devices out of 25 devices used. No confirmation testing was performed.